Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the customer provided image reveals the devices suture and anchors are detached from the device. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed both the t1 and t2 anchors have been detached from the device. The suture appears to have some debris. The depth gauge has been moved from manufacturer position. The deployment needle appears to be in the t2 pre-deployment position indicating the device has been triggered. A functional evaluation confirmed the devices deployment needle was in the t2 pre-deployment position after first actuation the needle went to the t1-pre-deployment position. The device functions as expected without the anchors attached. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery the fast fix t1 and t2 deployed at the same time. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.